Event description:
The filter completely unsheathed but the legs did not release from the spline. The doctor had to push, pull, and spin the pusher wire to release the lggs. Upon manipulation, the filter legs released 2cm lower than planned. The filter remains implanted and functioning.